Event description:
Boston scientific received information that this system was exhibiting intermittent high pacing impedance measurements which were greater than 2000 ohms on the left ventricular (lv) channel. A lead fracture was suspected; however, fluoroscopy was not performed so the fracture was not confirmed. The lead was being monitored until recently when the impedance measurements were consistently high and threshold measurements had also increased. A revision procedure was being performed to remove the non-functioning atrial lead and the decision was made to remove the lv lead during the same procedure. The physician noted removal difficulty which was most likely due to too much scar tissue which impeded the extraction process. Laser extraction was utilized and the lv lead unraveled during the process. This device was also removed from service during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). The device was subsequently returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.